Event description:
It was reported that the clinician inserted the dilator and spring wire guide (swg) into pt via right subclavian vein in the hospital ward. When inserting the catheter, difficulty was met and catheter could not be advanced, so dilation was retried. A second attempt at insertion also failed. During this process, the swg became stretched and md cut off stretched portion with scissors. As md doing procedure attempts was unsuccessful, he gave up on the insertion. Three hours later, a different md inserted a catheter via left subclavian successfully and catheter placement was verified using x-ray. It was at that time that the part of the swg that was cut by previous md was found still in pt blood vessel. As a result, pt was transferred to another hospital for removal of the remaining piece of swg. The first removal was attempted using a snare in cardiovascular medicine, but failed so an md in blood surgery cut the blood vessel and remainder of the swg was successfully removed. As of this report, pt. Was transferred & is hospitalized back at the hospital.

Manufacturer narrative:
Sample will not be returned for evaluation.